Event description:
Event description guidant received information that this device's battery may have depleted prematurely. The device was explanted and replaced. The patient has the device and indicated that it appears to her that something is wrong with the seal. She requested that guidant reimburse her insurance company for her new device.